Event description:
Reporter reported that connector on the 1/8 inch pressure measuring tube came out of the tube came out easily when the tube was moved. The hospital reported that this problem had occured a total of seven times. No pt injury was caused.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The prod is not sold in the USA but is similar to a prod which is sold in the USA. The returned device was mechanically tested. Results - when the pressure line connector is fully pushed into the pressure line port, it is very difficult to remove it by a pulling motion. However, if a back and forth twisting motion is applied, it is much easier to remove, with the 1/8 inch pressure line the tube itself bends easily and does not exert any twisting force on the connector. With the 7/32" line it would be possible for the connector to become loose enough to fall out under pressure if the pressure line was pulled back and forth a few times through about a 120 degree range of motion. It would take a lot of pt movement to subject the tubing to the forces described above. Conclusions - this is the only complaint of this type rec'd at this point. It only affects circuits that use 7/32 inch pressure lines. Fixing the pressure line to the tubing near the pt end would stop the pressure line exerting a twisting force on the connector preventing it from coming loose. Based on the analysis, the defect reported by the customer could not be confirmed, the sample returned passed all relevant functional tests required for this product.